Manufacturer narrative:
During a surgery scheduled for prosthesis l4-5 (ldr) and cage l5s1, it was found that the corpus vertebrales were too small for the ldr prosthesis, so a cage (24-31,12mm, 5°) was implanted on l4-l5. Implantation went flawless. The fixation of the second cage onto the holder was impossible because the screw (with the stardrive) broke in half (MDR 2017-00052). Only a very small part of the broken part was recovered. There was no critical delay. The standard two-part inserter was used for the second cage. Since there was no guiding block, the drill broke off. Bone quality was normal. On 08 february 2017 the r&d project manager performed a preliminary investigation based on the images received from the reporter and commented as follows: from the pictures, it seems that the tip of the driller was broken off of less than 10mm. The route cause is probably due to a not correct alignment between the instrument and the plate hole and an high lateral force applied. A deeper analysis will be performed during the visual inspection. Batch review performed on 20 february 2017. Lot 1651109: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 20 february 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the visual inspection confirmed what it's mentioned in the preliminary investigation. The tip of the driller broken is less than 10mm. The route cause of the breakage is probably due to incorrect positioning inside the hole and the application of a lateral bending on the instrument.

Event description:
The drill broke off during surgery. The broken part was removed out of the vertebral body. No patient harm, no critical delay was noted. The surgery ended successfully.